Event description:
Customer reported the nurse was unable to disconnect the valve from the central line either by hand or hemostat. The central line had to be replaced. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). The affected product has not been rec'd. A f/u report will be submitted with investigation results should the devices be rec'd for eval.